Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
Using the 3.5 pushlock ar-1926ps-1 for second row suture. The sutures were loaded into the implant and it was punched into the bone. When pulling the anchor out the sutures came with it and the screw stayed in the bone. A new pushlock needed to be opened and a new hole created to complete repair.